Event description:
It was reported to boston scientific corporation that during a "transvaginal cystocele repair with novasilk mesh and sparc vaginal sling" to treat a fallen bladder and a vaginal lump using a capio device (type unknown) and a size 0 capio suture, the needle attached to the capio suture "deployed into the patient's vaginal vault" and was identified via x-ray to be "in the vaginal vault, noted more in the sacrospinous ligament." Per the physician, the needle detachment occurred when the capio suture was being placed in the patient's right sacrospinous ligament. The physician elected not to remove the needle from inside the patient as he felt it would "do more damage" if were to try to retrieve it. The physician stated that "it would be difficult to locate the 1mm tip in the sacrospinous ligament; thus, it is safer for the patient to acknowledge that it's there but to not do anything about it. This should cause no trouble long-term and be completely a non-issue." This was disclosed to the patient, who reportedly "doesn't have to be treated." The procedure was completed with this capio device and capio suture without any further complications to the patient. Post-procedure, the patient was taken to the postanesthesia care unit for full recovery and overnight outpatient hospital stay.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.